Manufacturer narrative:
The reported field events of inadequate capture and high lead impedance were not confirmed in the laboratory. However, an inability to extend the helix was confirmed. The inner coil was over-torqued and the helix was clogged with blood. After cleaning the helix and applying torque directly to the inner coil, the helix was able to be extended and retracted normally. Electrical testing did not find any indication of fractures or internal shorts. Other damages noted are consistent with those incurred during the explant procedure.

Event description:
Upon followup, an increase in impedance and threshold was noted. When the lead was repositioned, the helix would not extend. The lead was explanted and replaced, and the patient was stable.